Event description:
Patient reported the vibra alert is defective and the infusion device often displays e8 power interrupt errors during bolus delivery. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. E7002 and e8 errors were found in the history list. The vibrator motor is without function. An internal defect of the vibrator led to the problem. The insulin pump's electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and heat generation can be possible.